Manufacturer narrative:
The t:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that based on the profile settings, the bolus calculations were inaccurate. There was no reported impact to blood glucose level. Review of the pump history by tandem technical support showed that the pump time was inaccurate by 12 hours. Review of the pump data logs showed that the pump touchscreen was unlocked successfully by the user and a time setting change was made. The contact acknowledged that the incorrect time had been input by the customer, and in addition, acknowledged that based on the settings, the recommended bolus calculations were accurate. Tandem technical support assisted the customer on entering the accurate time.